Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of being implanted wear/discoloration and the post has fractured off pieces. Sem analysis shows signs that the post fracture was potentially caused by overloading, possibly exacerbated by impingement damage to the anterior base of the post caused by contact with the intercondylar notch of the femoral component. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient's implant failed after loss of range of motion and swelling. Scar tissue was formed. Revision was performed. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
T was reported the patient was initially implanted with a right total knee. The patient later developed swelling, pain, and locking motion in the knee. The patient was revised due to a fractured poly peg six years ten months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 7 years post implantation due to a fractured articular surface. Attempts to obtain additional information have been made; however, no more is available at this time.